Event description:
It was reported that the patient underwent a minimally invasive transforaminal lumbar interbody fusion. It was reported that the tip of the driver broke off during final tightening of the set screw. No patient complications were reported

Manufacturer narrative:
(B)(4). The first ¿22mm has broken off. The fracture is consistent with overload. It has been identified that the slots in have been orientated incorrectly from the supplier. The incorrect orientation has shown to cause the shaft to fail at a lower torque spec.